Event description:
It was reported the cardiac index (ci) was reading 1.7 consistently so the patient was treated with fluid boluses and the primacor drip was increased. The ci continued to read at 1.7 and then suddenly jumped up to 4.0. The nurses did not discontinue use of the swan at this time, and it appeared that there were no further issues with it after that point.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5 cc limited volume syringe and a contamination shield. The proximal end of the contamination shield was approximately 100 cm from the tip. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. The thermistor was submerged in a 37.1 c water bath and read 37.0 c on both vigilance I and ii monitors. As per the vigilance operator's manual, the thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. Resistance value of thermal filament circuit was measured and was found to be within allowable specification. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There were 3 kinks observed in the catheter body, located 38.5 cm, 42.5 cm and 100 cm proximal of the catheter tip. There was no damage observed from the returned monoject 1.5 cc limited volume syringe. A lot number was not provided, therefore review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation. It could not be determined if some clinical factors may have contributed to the event reported. No actions will be taken at this time.

Manufacturer narrative:
The product has been returned; however, the evaluation has not been completed.